Event description:
Clinical trial. Same case as MFR# 6000089-2005-00062. It was reported that six months after a coronary drug eluting stenting treatment procedure, the pt expired. The pt was enrolled into the program in 2004. Target lesion 1 was located in the 1st om with 80% stenosis and was 6 mm long with a reference vessel diameter of 3.0 mm. Target lesion 1 was treated with predilatation and a 3.0x8mm taxus stent, with 0% residual stenosis. Target lesion 2 was located in the 1st diagonal with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.5mm. Target lesion 2 was treated with predilatation and a 2.5x12mm taxus stent, with 0% residual stenosis. Per discharge summary, blood transfusion was given for anemia in an effort to minimize ischemic threshold during procedure. The pt was discharged 2 days later on asa and plavix therapy. Six months later, during follow-up period of the study, pt expired at non-enrolling hospital. The cause of death was sequelae of known cancer diagnosis (non-hodgkin's lymphoma). An autopsy was not performed. In the opinion of the physician the target vessel(s) are not involved with the event.